Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2015-10-02, information was received from a consumer regarding a patient who was receiving saline via an implantable pump. Indications for use included non-malignant pain and chronic low back pain. Medical history and concomitant medications were not reported. On an unspecified date in (B)(6) 2015, the pump was alarming or beeping; the pump was beeping 3 long second beeps every hour, 24 hours a day. The patient suspected that the pump was alarming to tell them that their pump was empty. No patient symptoms were reported. The consumer was redirected to their healthcare provider (hcp). Additional information regarding any patient symptom, troubleshooting, actions/interventions, an resolution of the pump alarm has been requested. If additional information is received, it will be added to the event. Additional information regarding any patient symptom, troubleshooting, actions/interventions, an resolution of the pump alarm has been requested. If additional information is received, it will be added to the event. Additional information was received from a company representative on 07-apr-2016 and it was reported that when the pump was interrogated today the pump was empty. The low and empty reservoir alarms had occurred. The pump was delivering saline (1.8mg/ml at 0.0864mg/day). The patient stated that he had missed a refill appointment. Additional information received on 14-jun-2107 reported that since the patient¿s heart attack they put saline in the pump to keep the pump and catheter from drying out. Per the patient they were going to put something else in the pump maybe dilaudid or something. The patient stated "his pump ran empty from saline¿ and they were working on getting the patient a healthcare provider who could take over managing and refilling the pump. The patient thought the healthcare provider was going to try and arrange a time for the patient to meet with a home infusion company and a company representative regarding their pump. No further patient complications were reported. Additional information was received from a consumer on 2017-jul-17. It was reported that the patient's pump was not filled yet as the patient was "waiting for people to quit putting [the patient] on the...back burner" and was "last in line." No further complications were reported or anticipated. Additional information was received from a healthcare professional (hcp). It was reported that pentec would be the ones refilling the pump, however they were uncomfortable doing so since the pump had been empty for over a year. The patient did not have their pump filled because they had a reaction to it whenever it was first filled. No further issues were reported or anticipated. Additional information was received from healthcare professional (hcp). It was reported that a catheter dye study was done on (B)(6) 2017 in the operating room to see if the tubing was patent as there was questionable infusion issues per the hcp. No further complications were reported. Refer to (B)(4) for details pertaining to overdose and heart attack event.